Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2017 with the following findings: the keypad was fully responsive. There was no contamination observed on the button contacts. Unrelated to the initial allegation, the battery compartment was cracked. The display screen was dim and discolored. The battery cap had damaged threads.